Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included overweight. Previously administered products included for an unreported indication: prilosec and zantac. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details - the device was in good position with 4 trailing coils in left side. A similar fashion was used on the opposite side with 3 trailing coils right side. The patient did not have her essure removed. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received : lot number added. Case became valid as event of "injury' has been replaced with valid event : hormonal changes, abnormal bleeding (general). New events added - abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one:, gastrointestinal or digestive system condition, hair loss, essure confirmation test(s) conducted, specify. Concomitant condition and historical medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included overweight. Previously administered products included for an unreported indication: prilosec and zantac. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details - the device was in good position with 4 trailing coils in left side. A similar fashion was used on the opposite side with 3 trailing coils right side. The patient did not have her essure removed. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included overweight. Previously administered products included for an unreported indication: prilosec and zantac. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and nausea ("hormonal changes describe: nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details - the device was in good position with 4 trailing coils in left side. A similar fashion was used on the opposite side with 3 trailing coils right side. The patient did not have her essure removed. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events hormonal changes describe: mood swings and nausea added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.